Event description:
The customer reported that the screen was flickering during fluoro shot.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep was unable to reproduce the symptom. He found 5v supply on work station motherboard sitting at 4.98. He adjusted 5v supply up then tested it by booting and fluoroing repeatedly with no errors.